Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of continuing to wake up with low blood glucose after having open heart surgery. Customer's blood glucose was between 46 mg/dl and 49 mg/dl. Training on new insulin pump would be provided as customer reported that training was not provided. Insulin pump passed self-test and displacement test.